Event description:
The customer reported that she experienced high bg's (280-greater than 500mg/dl) within the first day of wearing the pod. The device was deactivated and removed, at which point, she noticed that "there was no cannula coming out the pod". The pod will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to a mfg error. The user failed to note this condition upon placing the pod, which would have been visible through the viewing port if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.